Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing was defective and the reporter alleged that the "cut is rounded and there is a leakage." The patient experienced elevated blood glucose levels. No adverse event reported. The lot number of the infusion set was not provided. The infusion set is not expected to be returned.